Event description:
It was reported that the patient implantable pulse generator (ipg) migrated deeper as it healed causing it to be too deep for charging and has been unable to charge since implant. The patient underwent ipg replacement procedure and was doing well post operatively.